Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with safety needle. The customer reports when activating the shield, the shield locked and had resistance, as a result the employee applied more pressure and his hand slipped and hit the needle, causing a dirty needle stick. The incident occurred following an insulin shot. The nurse was seen by (B)(6); blood tests were conducted according to hospital protocol. The blood tests were negative on the first test and the test will be repeated at 90 days and then again at 6 months.

Manufacturer narrative:
Submit date: 04/26/2013. An investigation is currently underway. Upon completion, the results will be forwarded.